Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their atuomated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.